Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy following long period of swimming. It was also reported that one of the patient's lead migrated. Diagnostics revealed high impedance on one lead. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced and the ipg was repositioned [related manufacturer reference number: 1627487-2025-04200] to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.